Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked. The patient underwent tonsillectomy and received intravenous infusion. On (B)(6) 2024, when using a closed needle-stick prevention intravenous cannula to administer intravenous infusion to the patient, it was found that the cannula was leaking and could not be used normally. It was replaced in a timely manner, and no harm was caused to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. No defective sample and photograph have been received, and based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 2. DHR/bhr review(lot#3353511): 1)the products of this batch were assembled at intima ii auto line 2 in jan, 2024, and packaged at r240 package line in jan, 2024. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.the plant will continue to track and trend for this issue.

Event description:
No additional information available.